Manufacturer narrative:
Sample has not been rec'd by MFR at time of this report. A photo was rec'd. Visual exam of photo rec'd revealed that the connector was detached from the tube, however the sample needs to be investigated. No other defects were observed. A DHR review revealed no issues related to this complaint. Root cause is unk. Complaint cannot be confirmed. If a sample should be rec'd, a f/u investigation report will be sent.

Event description:
The event is reported as: complaint alleges: the tubes are easily disconnecting from the sher-I-bronch. Alleged defect found upon in-coming inspection. No pt injury reported.